Event description:
The patient underwent aortic valve replacement surgery and repair of the ascending and arch aortic aneurysm. Postoperatively, it was reported the patient experienced some type of tia event and subsequently developed a new onset of a heart murmur with anemia and fatigue. A transesophageal echo revealed aortic regurgitation, a mobile mass on the ventricular side of the prosthetic valve, and what appeared to be a large pv leak. The patient was admitted for redo aortic valve replacement surgery. Intraoperatively 3/4 of the valve was completely encompassed by healing pannus. The remaining 1/4 of the valve, which was dehisced, had the appearance of endocarditis. The tissue was debrided and sent along with the valve for culture. A 25 mm sjm tissue valve was implanted.